Manufacturer narrative:
The device is currently being returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
Attended revision surgery for a reverse ii implant, implanted in 2014. Patient reported with pain, loosening and infection.

Event description:
Attended revision surgery for a reverse ii implant, implanted in 2014. Patient reported with pain, loosening and infection.

Manufacturer narrative:
Correction - h6 (device code, clinical code). The reported event could be confirmed, since the micro culture and pathology results confirm the infection of the patient by pseudomonas aeruginosa. This conclusion was verified by a medical expert upon review of the patient's case documentation medical expertise : "indeed, from the attached documentation all the evidence points in one direction, that of an infected implant, with positive cultures showing the same bacteria from swabs taken during the first re-operation (surgical debridement and deep swabs) on (B)(6), 2021, and the tissue samples taken during the revision surgery on (B)(6), 2021. The infection was caused by pseudomonas aeruginosa, a gram-stain negative bacteria." Moreover, the device inspection did not reveal any factors that could have led the reported problem. The root cause could not be determined. However, based on the clinical opinion on the potential risk of infection caused by sterile packed stryker implants and instruments, ¿any kind of surgery bears the risk of infection. In trauma and orthopedic surgery with external or internal fixation implants or endoprostheses the infection risk varies between 0.5 % and 5 %, exceptionally up to 10 % and beyond, mainly depending on the respective surgical procedure and the typical patient population." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Manufacturer narrative:
The device is currently being returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
Attended revision surgery for a reverse ii implant, implanted in 2014. Patient reported with pain, loosening and infection.